Event description:
It was reported the patient experienced overstimulation that soon followed with stimulation shutting off. Reprogramming attempts were tried to provide the patient with adequate coverage to no avail. An impedance check revealed two invalid contacts. As a result, the patient will undergo surgical intervention to address the issues(s).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.